Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-00854, 3006705815-2021-00855, 1627487-2021-01627. It was reported that patient experienced infection at the lead sites. As a result, the entire system was explanted to address the issue. No further information available.